Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on two mobile systems within 10 minutes: 19.3 mmol/l (system 1) and 7.0 mmol/l (system 2). No adverse event was reported. The test strip lot number was not provided. Test drum was discarded; therefore, no product could be requested to be returned for product evaluation.